Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient felt no stimulation sensation following shoulder surgery on (B)(6) 2010. The implanted device was turned off for the surgery, and after the surgery it would not turn back on.